Event description:
It was reported that low pacing impedance, loss of capture, and low sensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed that the rv lead perforated the heart which resulted in a hemothorax. Draining was performed to resolve the perforation and hemothorax. The physician attempted to reposition the rv lead; however, the helix was unable to be extended. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.